Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 51 mg/dl. Customer stated insulin pump had software error detected alert. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. Customer stated screen was blank and then came up with screen again. Customer performed self-test and it did not pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. However, device alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. The downloaded history files confirmed pump error 53 alarm due to a software error. Device was monitored and no unexpected powering off or blank display noted.